Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation due to the complaint was submitted via the FDA medwatch program and the lot of the device was unknown. D4 - lot #: unknown. D5 - operator of device: unknown. E1 - address: per the FDA website (https://www.FDA.gov/about-FDA/contact-FDA) this is the address to contact the FDA via mail. (B)(6). E3 - occupation: assistant director. This was sent from the FDA in the 3500-series form filed under MDR report#: mw5157616. This was submitted within the FDA medwatch program (mw5165241); therefore, the device will not be returned. The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "the tip of the lead detached." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported on the medwatch form: a lead extraction procedure commenced to remove an ra lead due to cardiac implantable electronic device (ceid) system/pocket infection. The lead contained a cook medical liberator to provide traction. A cook medical byrd, cook medical evolution, and spectranetics glidelight laser sheath were used to add in the extraction of the lead. Without use of the laser, and when traction was slowly applied, the tip of the lead detached; however, the patient's blood pressure decreased. Pericardia! Tamponade was confirmed and pericardiocentesis was performed. The vitals stabilized and the patient survived the procedure.

Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation due to the complaint was submitted via the FDA medwatch program and the lot of the device was unknown. E1 - address: per the FDA website (https://www.FDA.gov/about-FDA/contact-FDA) this is the address to contact the FDA via mail. 13feb2025 ahe. E3 - occupation: assistant director. This was sent from the FDA in the 3500-series form filed under MDR report#: mw5157616. The event is currently under investigation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available or upon completion of investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The UDI information per 21cfr 803.52(c)(4) and 21 cfr 803.50(b) that is required is reasonably unknown due to the device itself was discarded/not returned for investigation due to the complaint was submitted via the FDA medwatch program and the lot of the device was unknown. Report was corrected with additions/update to h11: a2 - age at time of event- dob: unknown. A3a - sex: unknown. A3b - gender: unknown. A4 - weight: unknown. A5 - ethnicity: unknown. A6 - race: unknown. B1 - adverse event/product problem: adverse event. B2 - outcomes attributed to ae: adverse event. (Update) b4 - report date: 7/21/2025. (Update) b4 - describe event or problem: a lead extraction procedure commenced to remove an ra lead due to cardiac implantable electronic device (ceid) system/pocket infection. The lead contained a liberator® beacon® tip locking stylet to provide traction. A cook byrd dilator sheath, evolution® rl controlled-rotation dilator sheath set, and spectranetics glidelight laser sheath were used to add in the extraction of the lead. Without use of the laser, and when traction was slowly applied, the tip of the lead detached; however, the patient's blood pressure decreased. Pericardial tamponade was confirmed and pericardiocentesis was performed. The vitals stabilized and the patient survived the procedure. D4 - lot #: unknown. D5 - operator of device: unknown. D6a - implant date: na. D6b - explant date: na. D7 - single use/reprocessor: was all updated with selections. D9 - device available for evaluation: no. D9 - date returned to mfg: no. H2 - if follow-up, what type?: correction, additional injury. H3 - device evaluated by mfg?: no. H5 - labeled for single use: yes. E1 - address: per the FDA website (https://www.FDA.gov/about-FDA/contact-FDA) this is the address to contact the FDA via mail. 13feb2025 ahe e3 - occupation: assistant director. H10 - related report numbers: (B)(4). (Update) concomitant product: cook byrd dilator sheath, evolution® rl controlled-rotation dilator sheath set, liberator® beacon® tip locking stylet. (Update/correction) this was sent from the FDA in the 3500-series form filed under MDR report#: mw5165241. This was submitted within the FDA medwatch program (mw5165241), therefore the device will not be returned. The device was not returned for the complaint; therefore, a physical investigation could not be performed, and the customer's complaint is acknowledged, but could not be confirmed, other than by the customer's testimony. The complaint/event that was entered and reported within trackwise: "the tip of the lead detached." The device history record (DHR) was unable to be viewed due to the lot number specific to this complaint was unknown. This complaint mode is being monitored, tracked and trended per the cvi post market surveillance and complaint handling processes. A risk assessment will be performed and documented in the complaint summary tab in trackwise. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported on the medwatch form: a lead extraction procedure commenced to remove a right atrium lead due to cardiac implantable electronic device (ceid) system/pocket infection. The lead contained a cook medical liberator to provide traction. A cook medical byrd, cook medical evolution, and spectranetics glidelight laser sheath were used to add in the extraction of the lead. Without use of the laser, and when traction was slowly applied, the tip of the lead detached; however, the patient's blood pressure decreased. Pericardial tamponade was confirmed and pericardiocentesis was performed. The vitals stabilized and the patient survived the procedure.